Event description:
Ten days after treatment with bovine collagen, the patient developed bluish-purple nodules at the treatment sites. Some areas subsequently became abscesses with blood tinged drainage. The physician prescribed oral steriods for treatment.